Event description:
It was reported that the device alarmed for apnea. As per report, the user suspected that "the internal module of the device is damaged". There was no detail in the report which would reasonably suggest that patient consequences may have resulted from the event.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. Upon request for further information, it was reported that no additional details can be provided. This lack of information does not allow a case-specific evaluation. In fact, it cannot be determined if the reported event had occurred due to a malfunction or not - this report is filed in abundance of caution. An apnea alarm will be posted when the device does not recognize a flow above 20ml for 15 respectively 30 seconds, depending on whether apnea ventilation is deactivated or not. This may be related to a malfunction of e.g. The ventilator unit but - based on experience, a more likely occurring root cause is a large leakage in or disconnection of the patient circuit. It could not be clarified what was meant with the reported detail that "the internal module of the device is damaged" - there is however no indication that this was confirmed somehow; it is thus obviously a speculation only. The device was in operation for approx. 8 years; the status of repairs and preventive maintenance is not known to dräger since the device is not under a service contract. Dräger finally concludes that the reported issue in general does not incorporate a previously unidentified or falsely assessed risk - the device detected the deviation and posted a corresponding alarm. A further specification of the nature of the deviation is not possible. H3 other text : device not available for evaluation.

Event description:
It was reported that the device alarmed for apnea. As per report, the user suspected that "the internal module of the device is damaged". There was no detail in the report which would reasonably suggest that patient consequences may have resulted from the event.